Event description:
It was reported that the user¿s dexcom g6 failed to pair with the ilet during sensor warmup, after which the user noted elevated blood glucose and asked about manual entry; troubleshooting and education on manual bg entry and when to use it were provided. Symptoms included hyperglycemia with a reported peak of 259 mg/dl and no reported ketones, no medical intervention, and no assistance required. Outcomes included temporary hyperglycemia without hospitalization or long-term sequelae. Investigation included complaint intake, technical troubleshooting, and user education regarding cgm pairing and appropriate manual bg entry. Investigation of this case revealed a pairing failure limited to the ilet-cgm communication, with device function otherwise restored through education and standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error associated with cgm warmup and pairing, with no device malfunction confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.